Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin squirted out during manual prime. Customer's blood glucose was unknown. Troubleshooting was done. Customer reported that the drive support cap was sticking out. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. No unexpected low reservoir alarm noted. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.